Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they weighed (B)(6) at the time of the event. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient could increase stimulation, but not decrease it on the patient controller. The number comes down on the patient controller, but she still feels the stim and it is uncomfortable. The manufacturer representative had wiped out her old programs about a week prior to the report and gave her three new programs. The patient has been on group c, program 1 at 7.0 milliamps. She went to go lie down and decreased it to 4.8 milliamps, but it still feels like 7.0 milliamps. The patient has tried group b, but it does the same thing. The patient controller was confirmed to be showing group b, program 1, 4.8 milliamps. The patient decreased stim to 2.8 milliamps and said that she then felt stim in the stomach. She took it down to 0.0 milliamps and did not feel the stimulation. Then she said that she felt it again at 0.0 milliamps. The patient turned stimulation off and did not feel stimulation when it was off. When the patient turned it back on and increased the stimulation and then took it back down, and it did respond. Troubleshooting resolved the reported issue. There were no further complications reported or anticipated.